Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the jerky leg was unknown. Patient suffers from chronic pain syndrome, type 2 diabetes, and neuropathy. It was reported that the issue was spontaneously resolved.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2hxl4, implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hxl4 implanted: (B)(6)2022 explanted: (B)(6)2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2025 (B)(6) (con): (see pe (B)(4) for omitted information) patient who was implanted with an implantable neurostimula tor (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that with the previous device, when they went back to the doctor in (B)(6), they told the healthcare provider (hcp) that it was hurting around that spot really bad and it hurt. Patient's leg was jerky, so they turned the stimulation off. The lead was broken and the device had to be removed. The patient was redirected to their healthcare provider (hcp) to further address the issue.